Manufacturer narrative:
The device was received with power error detected due to non-sleep anomaly software error. Device passed the displacement test, sleep current test and active current test.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that an alarm was generated when a power system error was detected and this error does not prevent the insulin pump from running. The customer¿s blood glucose level was unknown. The insulin pump will be returned for analysis.